Event description:
It was reported that after an unspecified surgical procedure it was discovered that there was "a hole in the cord" of the motor device. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. The specific date of the event was unknown but the reporter clarified that the event occurred in november, 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be due to mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.